Event description:
Information was received from a patient who was receiving dilaudid and ketamine via an implantable pump for non-malignant pain. It was reported that when the patient boluses the handset lags at 90% for about 15 min. Agent reviewed data and how to delete the data. They were able to bolus with no lag and would call back if they needed further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.